Event description:
It was reported by the account lap. Chole procedure the clips were malformed. Another device was used to complete the case with no pt consequence. One device to be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.